Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced NS lens opacity. The lens was explanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer Narrative: Cataract, Secondary Surgical Intervention to Remove/Replace/Reposition the lens is identified in the labeling as a known potential adverse event following ICL implantation. Claim #: (b)(4).